Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 300cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with left breast implant rupture and bilateral breast capsular contractures (baker grade iii). As a result, the patient has been scheduled for bilateral implant removal on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2022 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 300cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with left breast implant rupture and bilateral breast capsular contractures (baker grade iii). As a result, the patient has been scheduled for bilateral implant removal on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 28, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On may 22, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On april 21, 2022, mentor became aware that the correct date of explantation was on (B)(6) 2022. The patient's implants were removed grossly intact and were replaced with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9419813 sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 7682053 sn: (B)(6). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, the product investigation and summary was updated: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.